Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-15. H6: investigation summary: a device history record review was completed for provided lot number 210208. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture samples and the affected physical sample were returned for evaluation by our quality engineer team. Through examination of the samples, a needle with a blue hub and a shorter cannula was observed within the blister packaging. The manufacturing records were evaluated for lot number 210208 and the previous lots packaged or assembled on the same machinery were not related to a material with a blue hub. Although no issues were identified during the production process, we can confirm that this abnormality resulted from a line clearance issue in the assembly machine. This issue most likely resulted due to human error, in which the affected hub component went undetected by the assembly machine operator.

Event description:
It was reported that needle 21ga 2in came with a mix of product types. The following information was provided by the initial reporter: we discovered in a strip of 4 there was one different needle. Based on our guess the blue needle looks shorter and has a larger od.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 21ga 2in came with a mix of product types. The following information was provided by the initial reporter: we discovered in a strip of 4 there was one different needle. Based on our guess the blue needle looks shorter and has a larger od.